Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the patient's catheter access preparation prior to the start of the hemodialysis procedure, it was observed that the device could not be aspirated. It was mentioned that the tube was adjusted however the result was unsuccessful. Left internal pre-intravenous catheter was placed to continue with the treatment. It was also stated that the procedure was completed. There was no reported patient injury.